Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The reported blood glucose reading was 499 mg/dl. It was reported that the customer's baby may have pulled the infusion set out of the customer's body, causing the elevated blood glucose levels. It was reported that the customer has severe scar tissue at her insertion sites. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime test passed. A tubing clamp was not available to perform the high pressure test. The customer was sent a tubing clamp and advised to call back to perform the high pressure test. Nothing further was reported.